Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display after the countdown followed by a constant tone. The problem was isolated to the mother board. The insulin pump was received with broken belt clip slot, cracked battery tube threads and scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 6.9 mmol/l at the time of the call. The customer stated they attempted multiple battery change, but display would not return. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after inserting a new battery. The insulin pump will be returned for analysis.